Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels that ranged from 50 mg/dl to ¿high¿ (specific bg value was not provided); cause was not known. Customer consumed carbohydrates and gave a manual injection to address fluctuating bg levels. Reportedly, customer continued to use the pump for insulin therapy.